Event description:
The facility's biomedical engineering dept reported an infusion pump that failed accuracy test during routine biomedical servicing. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. According to the facility's biomedical engineer, no pt injury has been reported and they have no record of any pt incident involving the pump since the last baxter service event.